Event description:
Patient's mother called out for nurse. Nurse went to assess patient. Blood was noted on the patient and the floor. When further assessing, the port line was cracked at the end of the hub next to the microclave. Port was clamped off, de-accessed and re-accessed. Patient tolerated well. Patient was re-accessed without further complications; we are looking into ordering a different port needle at this time and documenting any/all issues that come up with bard winged infusion set.